Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: it was possible to load a clip. Or time was extended about 1 hour. No clips fell out of the device or in the patient's cavity. No additional blood loss or tissue damage.

Manufacturer narrative:
Date of initial report sent: 10/02/2009.